Event description:
Upon reassessment of the reported event, it was determined an MDR should not have been filed under the current MFR number. This event will be reported on 0002648920-2021-00028.

Manufacturer narrative:
Upon reassessment of the reported event, it was determined an MDR should not have been filed under the current MFR number. This event will be reported on0002648920-2021-00028.

Manufacturer narrative:
(B)(4). Concomitant medical products: 00630505832 liner standard 32 mm 61754341. 00620205820 shell 58 mm 61175464. 00784301556 femoral stem 61688643. 00625006530 bone scr 6.5x30 61754341. 00625006520 bone scr 6.5x20 61885302. 00625006525 bone scr 6.5x25 61929755. Customer has indicated that the product will not be returned to zimmer biomet for investigation. The product location is unknown. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. Multiple MDR reports were filed for this event, please see associated reports: 0001822565 - 2020 - 03468. 0001822565 - 2020 - 03469.

Event description:
It was reported that patient underwent initial right total hip arthroplasty on an unknown date with unknown products. Post-operatively the patient developed an infection and underwent a two-stage antibiotic-impregnated cement spacer and a subsequent re-implantation of rtha with zimmer biomet products. The patient was revised again approximately five and a half years post revision due to pain, in-vivo corrosion, ho, and scar tissue. No additional information is available.